Event description:
Customer reported an image retrieval issue. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no injuty to the pt.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.